Event description:
It was reported that the device was alarming syringe flange not in place. Customer recently sent in device. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. Unique identifier is unknown. No information has been provided to date. A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No external damage. There was a flange sensor error in history. Customer stated problem could not be verified after multiple flow and occlusion tests. The root cause of the reported issue could not be determined. Replaced main board due to j2 being loose.